Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. The device was withdrawn and manual pressure applied. There was no reported patient injury. At ~50° angle, after pulsatile bleeding stopped, the device was slowly retracted 1cm. The indicator window did not change color despite multiple angle adjustments. The device was used after a neuro angiography procedure. The user is experienced in the use of the device. The procedure used a retrograde approach in the right femoral puncture. Additional information was requested but not provided. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was partially depressed while the guard was locked. The plug was partially deployed, and the indicator wire was retracted. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the unit. The indicator window was observed in the black/white/red position. No additional anomalies were identified during this inspection. The deployment simulation could not be performed as intended, since the unit was received with the deployment lever partially depressed and the indicator window already in the black/white/red position. However, a full depression of the deployment lever was attempted and achieved, which resulted in complete plug deployment. A high-magnification evaluation was performed on the internal mechanism of the device before and after full depression of the deployment lever. No abnormal conditions were observed. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned device as it was received with the deployment lever partially depressed and the indicator window changed to the deployment position with no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the device was received with plug deployment already initiated with the indicator window changed to the correct deployment position. However, it is possible that procedural/handling factors contributed to the issue experienced during the procedure since there were no anomalies noted to the internal mechanism. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. The device was withdrawn and manual pressure applied. There was no reported patient injury. At ~50° angle, after pulsatile bleeding stopped, the device was slowly retracted 1cm. The indicator window did not change color despite multiple angle adjustments. The device was used after a neuro angiography procedure. The user is experienced in the use of the device. The procedure used a retrograde approach in the right femoral puncture. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.